Event description:
It was reported by the affiliate that the (1) er320 was used during an unknown procedure with an unknown surgeon. It was reported that the instrument fired intermittently. The time that has lapsed is five months and there are no other details available. There was no patient consequence.